Event description:
A us distributor returned a monitor and reported the monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets was confirmed. Upon investigation the monitor was unable to fully power on. The cause for the failure was corrupt programming. The root cause for the corrupt programming could not be positively identified. There was no adverse event that resulted from the damaged monitor.